Event description:
It has been reported that during an unknown procedure using an unknown generator the tissue pad get melted and damaged. Another like device was used to finish the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with tissue pad detached and it was returned but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and generator and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad not in accordance with the IFU can also result in removal of the pad during use.